Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no frozen screen noted. The device was received with a cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage was noted on electronics and motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a button error occurred. The customer was trying to go into the basal setting when the screen froze and they were unable to do anything. The keypad was not responding. The customer¿s blood glucose level was 241 mg/dl. Troubleshooting was performed. The customer stated the insulin pump may have gotten moisture from sweat. The customer was advised to observe the time clock for one minute. The customer stated they could see two sets with time. One of the set was advancing. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.